Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device appropriately analyzed the patient rhythm on the first two attempts. However on the third attempt to analyze the patient rhythm, the device ddi not initiate the analysis function when the front panel button was depressed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.